Manufacturer narrative:
(B)(6). The lot was manufactured between june 23, 2017 - june 26, 2017. The device was received for evaluation containing approximately 114 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. This event was discovered before patient use. The folfusor was filled with 68ml of fluorouracil and 47ml of glucose 5%. There was no patient involvement. No additional information is available.